Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher/meshgraft ii serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 24 july 2019, it was reported that a mesher did not graft well. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 29 july 2019 noted that the comb and shoulder bolts were damaged on the device. None of the pretests could be performed due to the damage. Repair of the mesher occurred the same day and involved replacing the comb, shoulder bolts, and washers. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the comb was bent, which would cause the component to interfere with the graft as it is pulled through the device, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device needed a repair. The skin did not graft well in the middle or center of the mesher. The surgery was completed with this device, the surgeon just wanted it repaired prior to another case. No other information available. No adverse events were reported as a result of this malfunction.